Event description:
It was reported that high impedance was detected on the patient's device preoperatively to a prophylactic generator replacement. After the generator was replaced, high impedance >/=10,000 ohms was detected on the new generator, but no known lead revision or other surgical intervention has occurred to date. No additional relevant information has been received to date.

Event description:
It was reported that the patient's explanted generator was discarded. No additional relevant information has been received to date. No known lead revision or other related surgical intervention has occurred to date.

Event description:
The patient reported that her neurologist didn't believe that the patient's device was connected. When the neurologist turned her device up, she noted a prick in the device area. No further relevant information has been received to date. No known surgical intervention has occurred to date.

Event description:
The patient's generator and lead were replaced due to high impedance. Product return is not expected. No further relevant information has been received to date.